Event description:
In this event it was reported that x-smart plus won't hold files. No injury occurred.

Manufacturer narrative:
After inspection cartridge and bearing retainer replaced. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.